Event description:
It was reported that the patient coded during procedure. The patient was resuscitated.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.

Manufacturer narrative:
Although product was returned to stryker endoscopy via service, the product was not returned to wom for investigation therefore the reported failure mode was not confirmed. Alleged failure: the nurse touched the lightning bolt icon and the unit shut off. Diagnostics: calibration. Software upgrade. Probable root cause: because device was not returned to OEM - wom, probable root cause cannot be determined. The reported event could be not confirmed. There are no indications of a manufacturing issue. Since there are many different reasons for cardiovascular problems/cardiac arrest during surgeries, including reasons that are independent of the device, and the information available to the manufacturer is insufficient for an assessment in this regard, the most probable root cause cannot be determined. At the time of the reporting decision the device has not yet been returned to the manufacturer for further investigations and evaluation results were not available. Therefore, the most possible root cause of the device switching off during the event could not be determined. Nevertheless, a malfunction cannot be excluded. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the patient coded during procedure. The patient was resuscitated.